Event description:
Had light adjustable lens surgery in (B)(6) and (B)(6) of 2025. Had adjustments, then one of two lock ins on my right, distance vision, eye, to prevent any changes, but my vision changed from perfect to much worse. My left eye, close up vision, had adjustments. Then one of two lock-ins and my vision was still perfect. The 2nd lock -in caused horrible, unbearable pain, blurry vision, and extreme light sensitivity. I was put on steroid drops, 3 different prescription eye drops, then the prescription for oxervate; none of which caused any relief. I was told there was nothing else that could be done to the left eye. They now want to see if enough prescription is left in my right lens to tweak out a small adjustment to my right eye but would have to lock it in after that. I honestly do not want another lock in, I cannot imagine having both eyes being extremely painful and more blurry vision. The issue is the 2 final lock ins where vision is changing but should not! Patient code: 4467,2137,4801. Device: 2682. Reference report mw5188499.